Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zct150, 14.5 diopter intraocular lens (iol) rotated 20 degrees in the left eye (os). The patient's outcome is 0.3 uncorrected in both eyes and the patient is not seeing as she hoped. The surgeon suggested rotation but patient refuses. There was no delay in procedure reported. Patient's visual acuity pre-operative: cataract. Patient's visual acuity both eyes -0.3 or 20/60. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.